Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead trend indicated chronically high atrial threshold and small p-wave amplitude. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.